Manufacturer narrative:
The arjo service technician inspected the bed and found that the spark originated from the damaged cp20-230v cable and the cable line filter cp20. The analysis of data is ongoing to establish the root cause of identified malfunction. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that sparks were emitted when the bed pedal was used to raise or lower the bed, the bed was connected to a power source at that time. There was no patient involvement. No injury was reported.

Manufacturer narrative:
During the investigation it was clarified the sparks originated from a damaged cp20-230v cable (alternating current supply to cp20-power supply unit) during bed lowering. The most probable cause of the damage was mechanical interference with the bed frame, as the inspection indicated that the frame had cut the cp20-230v cable. The cable was correctly routed, but had lost its intended support (tie wrap), which allowed it to sag and come into contact with the frame. No evidence suggests incorrect installation during previous service of this cable, therefore the exact reason for the cable support failure remains unknown. The service manual for citadel plus bariatric bed frame system and power drive system (831.398) provides detailed instructions for replacing supply cables. It specifies the removal of covers and routing of new cables through the base frame, and emphasizes following the original cable path. The manual also requires securing cables with tie wraps at the same locations as originally installed to prevent sagging or mechanical damage. The arjo device was involved in the reported event and failed to meet its performance specification since the cable was damaged. The complaint was assessed as reportable due to the allegation that at the time of changing the beds position, sparks were coming from the bed. There was no patient involvement. No injury was reported.